Event description:
Customer reported blood glucose result of 536 mg/dl on the advantage system and 95 mg/dl within 10 mins on the professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A report was made for the return of the system, replacement was sent.